Event description:
A report was received that the patient was experiencing a sharp, uncomfortable sensation midline at the rear base of his skull. The physician reported that at least one contact from one lead was protruding through the insertion site wound. The patient underwent a lead revision procedure and the physician re-implanted the lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing a sharp, uncomfortable sensation midline at the rear base of his skull. The physician reported that at least one contact from one lead was protruding through the insertion site wound. The patient underwent a lead revision procedure and the physician re-implanted the lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-70 serial # (B)(4) description: linear 3-6 lead 70cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.